Manufacturer narrative:
The pump was received with a pump error alarm during rewind. Electronic defect isolated to the motor. The unit was received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump his pump suffered a crack on the back of the pump where the belt clip is fixed. The customer's blood glucose value was unknown. The customer stated that the pump hasn't been dropped or bumped. The customer was not able to provide us images of the damage. The insulin pump will be returned for analysis.